Event description:
Information was received indicating that a when hooking up the pump and self-priming, a downstream occlusion alarm would be displayed after 8ml. Priming was not completed until after changing the cadd administration sets - flow stop. There were no adverse events reported.